Manufacturer narrative:
The returned device was evaluated and the device was received partially deployed. The linkage assembly was seen through the top housing as fully retracted and the pink slide insert was in the viewing window. The needle was exposed beyond the needle well. Upon removing the top housing, it was discovered that the hard cannula was not seated in the slide retract of the linkage assembly. It was not seated due to the damage observed to the slide retract. This indicates that the hard cannula was incorrectly installed. The needle mechanism was unable to be manually reset into its loaded position using the lock-and-load fixture due to the damage observed on the slide retract, which prevents the hard cannula from seating correctly. This abnormality can be confirmed as the cause for the needle not retracting. Further investigation found the formed needle was bent on the exposed portion. Although a bend was observed on the exposed portion of the formed needle, the timing and cause could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported a patient had a pod in which the needle had not retracted upon initial activation.